Event description:
In the late 70's I developed problems with my tmj's which included ankylosis of right tmj. I had a wonderful dmd here in (B)(6) who was very concerned about me and was always in touch with other dmd's as to a solution. In 1981 he was made aware of dr. (B)(6) in (B)(6) who had developed an implant for tmjs. Dr. (B)(6) had a trip scheduled which included a lay over in (B)(6). Dr. (B)(6) suggested we meet with him at the airport to discuss the possibility of his medical device helping. We did just that. After reviewing my x-rays and examining me dr. (B)(6) told us his implant would work. He assured me that after having his syncar implant I would never need another surgery and that I would never be in pain again. Arrangements were made for me to fly to (B)(6) for the surgery on (B)(6) 1981. Dr. (B)(6) removed both tmj's even though the left side didn't have the pathology I had on the right and put a implant in both sides. My surgery went well and I was home in a week. I took another week to recuperate before returning to work (I'm an (B)(6)). My second morning when I woke up to get ready for work I noticed my pillow was wet. I went into the bathroom and looked in the mirror to see pus draining from both sides of my face. I had to call off work to see my dmd. He had me on the next plane to (B)(6) to see dr. (B)(6). I was in the hospital (then called (B)(6)) at least 2 months. The implants were removed after many tests, treatments, many different doctors seeing me. I was never informed exactly why the syncar devices had to be removed. Dr. (B)(6) plan was for me to return home and go back again in (B)(6) 1982 to have other implants put in. Until that time I had many problems. Dr. (B)(6) always insisted the symptoms I had were "all in my head." In (B)(6) 1982 he implanted me with he "thinks" was his vitek ii. It wasn't documented and he couldn't remember but told me he had "to write something down" when the FDA required all implanting physicians to inform their patients of possible effects. Besides dr. (B)(6) never sent me the FDA letter until 1999. I have not had one day without pain and have required more than 40 surgeries. My medical problems since have never gone away but have become worse and new issues have developed due to fbgc reactive disease which no research has been done as to how to treat it. It never leaves our bodies (most of the implant patients have developed this disease. It's been compared to a cancer because there is no cure. All relevant test reports (which were numerous), consults, treatments have been removed from my charts in (B)(6) (now (B)(6) medical center). Years ago the manager of medical records told me the charts had been cleaned out of relevant information, treatments, labs, x-rays, consults etc. Dr. (B)(6) was approached about it and he denied having any of my medical records in his possession. I had also been informed dr. (B)(6) only put the syncar implant in 3 people. I was one of them. I cannot find out any information about the syncar implant. Not even doing a patent search. The (B)(6) informed me they had the information but refused, (even with the freedom of information act) to send me the information I requested because "dr (B)(6) has never been sued for it."